Event description:
Percusurge (details unk) was delivered and stent placement (precise) was successful. Pre-dilatation (3mm, 10atm) was performed with balloon catheter (brand unk). The patient's blood pressure dropped after the cas procedure. Dopamine hydrochloride was administered to the patient and the blood pressure returned to normal 3 days after the procedure. According to the physician, this was more likely occurred due to carotid sinus reflex by stent placement. There was no neurological symptoms when the patient was discharged. The target lesion was left internal carotid artery. The patient was a male. There was mild calcification and no vessel tortuosity. The rate of stenosis was 83%.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection process that can be associated with the reported complaint. Hypotension is a known potential adverse event associated with implanting carotid artery stents. This symptom can be attributed to the baro-receptor trauma that is intrinsic to the carotid artery manipulation during stent implantation. These reactions are anticipated short-term adverse events associated with the compression of the pressure sensitive receptors, located within the carotid artery structure, during balloon inflation, stent implantation and filter device manipulation. Upon review of the available information, there is no evidence to suggest that the reported events are related to the manufacturing process.